Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a m. Blue(part # fx815t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be blocked. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported. No patient data are available.

Manufacturer narrative:
Investigation: visual inspection: no abnormalities were detected during the visual inspection. Permeability test: the test showed that the m.blue is permeable. Computer control test: according to our results, the valve showed an increased flow in the first measurement. The second measurement showed no deviation in function, it could be that deposits were flushed out and the flow was improved as a result. Adjustability test: the m.blue was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the gravitational unit of the m.blue was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valve, some deposits were found in m.blue. Results: based on our investigation results, we can identify an accelerated outflow on the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might be compromise the integrity of the valve. We can exclude a defect at the time of release. The valve system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Age: 13 years. Height: 160 cn. Weight: 50 kg. Gender: unknown. Additional the m.blue was implanted in (B)(6) 2020.